Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned to zmc for investigation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2018 at 1:30 am while wearing the lifevest. The patient's spouse reported hearing the alarms and upon entering the patient's room, he was already gone. Per review of the event, the patient was originally in a sinus rhythm at 90 bpm. The patient's rhythm degraded to severe bradycardia at 20 bpm and asystole. The device appropriately detected an alarmed for asystole. The lifevest delivered a treatment shock at 01:05:08 am. The ECG recording revealed asystole with atrial activity only. The post-shock rhythm remained asystole. While monitoring the patient, no vt or vf was detected. Asystole is considered a non-shockable rhythm. Oversensing of the low amplitude cardiac signal contributed to the false detection. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.